Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this event that happened in (B) (6). Problem: pt was having a x-ray procedure. The system would randomly hang-up. The doctor had to restart the system several times but the system would continue to hang up. As a result, the pt received extra x-ray and contrast fluid. The hang-ups started to happen after changing a part (vcphy board).

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.